Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 12/10/2010, 12/16/2010, 12/22/2010 by phone, fax, and mail. A completed questionnaire was received on 01/04/2011. (B)(4). This report was mailed to FDA on: 01/07/2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) became "pitted" and was explanted. In a follow-up, the surgeon clarified that the iol had "thousands of glistenings", which he first noticed at two months postoperatively (implanted in september 2009). He reported that during the patient's regular glaucoma follow-up visits, he noticed that there was a progressive increase in glistenings. Within the past four months, he noticed an increase and the patient is experiencing blurred vision. The surgeon reported that the event resolved with treatment (lens exchanged).